Manufacturer narrative:
(B)(4).

Event description:
On november 29, 2019, the patient's wife reported that she found her husband deceased at home on (B)(6) 2019 and suspected the patient had passed away 1-2 days prior ((B)(6) 2019). The patient's wife also reported the doctor confirmed the patient was deceased upon his arrival and attributed his death to natural causes. The patient was not taken to the hospital and there was no medical intervention as by the time the patient's wife found him, he was already deceased. The patient was wearing the dexcom g6 cgm system at the time of his death. Although the patient was wearing the cgm at the time of his death, there was no allegation against the dexcom device by either the doctor or the patient's wife. The patients wife also indicated at the time of contact that she will not be returning the patient's dexcom devices. On april 06, 2020, dexcom received further information that a physician had reported that the patient's death was caused by a failure of the cgm system to provide alarms and warnings of hypoglycemia for several hours, both on the patient's receiver as well as on his smart device. It was also reported that other potential causes of death have been ruled out. It was indicated by the physician that the clarity software report was reviewed and no alerts were provided by the cgm system while the patient's estimated glucose values were 'low' (less than 40 mg/dl) continuously for nearly 24 hours. There is no indication the physician reviewed data from the patient's receiver or app. The allegation made by the physician of the dexcom cgm failing to provide alerts and alarms to the patient is inconsistent with dexcoms investigation findings. Dexcom has reviewed the patient's dexcom clarity software report which confirmed the patient's estimated glucose values were 'low' (less than 40 mg/dl) for nearly 24 hours, however all applicable cgm system alerts and alarms were continuously provided to the user and the system performed as intended. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided.